Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as "high", although specific value was not provided. Cause was not known. Customer addressed elevated bg by a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.